Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary station prompt "all patients screen", preventing user from removing the required medication and causing delays. Also lead to medications being overridden under the wrong patient if not caught by the user.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name was not clear due to an issue in the search filter criteria. A technical support specialist shared a knowledge article and guided document with the customer to resolve the issue. The system functioned as intended after the technical support specialist guided the customer.